Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer called to report a delivery issue and noted that due to not receiving the adc freestyle libre meter, she experienced a medical event. The customer initially called on (B)(6) 2019 and reported that the adc blood glucose meter would not power-on or charge. At the time of the original call, a replacement reader was ordered but there was no report of any treatment. Customer called back on (B)(6) 2019 and reported the replacement device has not yet been received and she was unable to test, and she experienced symptoms of ¿tremors, sweating and loss of strength¿ and was unable to self-treat. The customer was treated with oral glucose by a non-hcp and no further treatment information was provided. There was no report of death or permanent injury associated with this event.